Event description:
It was reported that during a routine device change out procedure, the right atrial lead exhibited an insulation anomaly. The lead was capped and replaced.

Event description:
New information provided stated that the lead was functioning intermittently due to over sensing and high thresholds. The patients condition has been reported as doing well after the replacement procedure.